Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. A 4.5 x 8 mm nc trek balloon did not refold properly and got stuck with the guiding catheter during removal. The devices were removed as a single unit. The procedure was completed with a non-abbott device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported fold issue was confirmed. The reported resistance with the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.